Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had a stored treated event that was requested for review. Technical services (ts) analyzed device episode data and found a stored untreated event immediately prior due to a premature ventricular contraction (pvc) and tachycardia. However, the tachycardia fell below the programmed rate cut off. One inappropriate shock was delivered due to t-wave oversensing. The shock produced a high impedance value of 133 ohms. Ts advised chest x-rays and reprogramming. No additional adverse patient effects were reported. Currently, this s-ICD remains in service.